Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown procedure performed on (B)(6) 2019. When the surgeon was applying an x-tab device, the tip of the driver shaft (2867.25.020) broke. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4).